Event description:
It was reported that during a percutaneous coronary intervention stenting treatment procedure, the pt experienced a myocardial infarction. The 80-90% stenotic de novo lesion was located in the severely tortuous and severely calcified distal right coronary artery. The physician predilated the lesion with a 2.5x15mm non-bsc balloon catheter then attempted to advance the 3.5x32mm liberte bare stent to the lesion but met with resistance and was unable to advance past the lesion. The physician then removed the stent and attempted to re-introduce it hoping to advance but was unsuccessful. The physician then attempted to advance again using another guide catheter for more support, but was still unable to advance past the lesion. The physician then pre-dilated the lesion again with another semi-compliant balloon. After many attempts, the pt went into cardiac arrest. The physician resolved the event by removing the device, giving corvasal/heparin and using a defibrillator. The procedure was completed with a different device and the deployment of two non-bsc stents. Pt status is reported as "stable". Physician assessment of the relationship of the event to the device was "unlikely to be related".